Event description:
Device 1 of 2 reference MFR report#1627487-2018-12858. Additional information was received, patient underwent surgical intervention where the entire system was replaced due to the leads were accidently cut by the doctor and restored effective coverage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-12858. It was reported that the leads displayed high impedances on the lead contact. Reportedly, patient did not lose therapy. Surgical intervention may be pending to address the issue.